Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source was displaying b30 communication error. The issue occurred during an unknown event. The customer called and was advised to power cycle the system and clean the contact points. The error did disappear. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, it is likely that b30 error occurred due to foreign material or dirt adhered to the contacts. Olympus will continue to monitor field performance for this device.